Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead was explanted due to pacing not being delivered when required. The day after a pacemaker system implant procedure, the rv lead position was unchanged from the original implant and looked good under x-ray, but the electrical characteristics had changed as there was no pacing at any output. The patient underwent a revision procedure, and as the stylet was moved into the lead, the lead fell out of its position on the apex without having been unscrewed. The physician elected to use a new rv lead because of this. The rv lead was successfully replaced. No additional adverse patient effects were reported.